Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
A customer, who is a resident of a nursing home, reported receiving a reading on his freestyle life meter that was higher than a reading obtained on a healthcare practitioner's meter of unk brand (no readings reported by customer) and subsequently lost consciousness. Customer was diagnosed with hypoglycemia and treated with an intravenous infusion of glucose and given food and juice to drink. There was no report death or permanent impairment associated with this event.